Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6), 2011. Subsequently, a revision procedure was performed on (B)(6), 2012 due to alleged pain, elevated cobalt and chromium levels, and malpositioned acetabular cup. The acetabular cup and modular head was removed and replaced. No further information has been provided to date.

Manufacturer narrative:
Evaluation of the returned component found evidence of subluxation of the joint and scratching of the bearing surfaces. Based upon the appearance of the part, wear rates do not appear to be excessive. There was possible evidence of corrosion or fretting wear on the head taper.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. The package insert list under contraindications: relative contraindications include: 8) patients with chronic renal failure.

Event description:
It was reported that patient underwent right total hip arthroplasty on (B)(6) 2011. Subsequently, a revision procedure was performed on (B)(6) 2012 due to alleged pain, elevated metal ion levels, and malpositioned acetabular cup. The acetabular cup and modular head was removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay blood test results which were unknown at the time of the initial medwatch.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." "Elevated metal ion levels have been reported with metal-on-metal articulating surfaces." Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-00555).